Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occured during implantation of a c-flex aspheric 970c iol. The event description provided states "back haptic jammed in the micro injector".

Manufacturer narrative:
The healthcare facility reports that the back haptic of the c-flex 970c iol became jammed in the micro injector during implantation. No further information has been made available to rayner by the healthcare facility. Rayner continues to follow-up with the healthcare facility in order to obtain additional information on the reported event. The injector associated with this event is an accuject 2.0-1p. As this device is distributed but not manufactured by rayner, inspection of this product will be carried out by medicel, the legal manufacturer of the device. Our review of production records for the c-flex aspheric 970c iol batch 114e64608 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (november 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 114e64608. Without clear event details being provided and without the ability to examine the iol subject to the event it is not possible for rayner to determine the root cause of the back haptic becoming jammed in the injector.